Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were three events wherein the device was continuously alarming for occlusion. In one event, the clinician disconnected the tubing from the patient and flushed the peripherally inserted central catheter (PICC) line, which flushed well. The clinician tried another pump, but it continued to alarm ¿occluded patient side.¿ the clinician then disconnected the tubing from the patient again and tried to prime some of the lipids through the tubing, but it would not prime. A new tubing was obtained and re-primed the lipids, which appears to have worked. There were patients involved but no harm.